Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the chemotherapy medication, gemzar, leaked from the texium tubing while connected to a patient. Although requested, there were no further details or information provided and no report of harm.

Event description:
It was reported that the chemotherapy medication, gemzar, leaked from the texium tubing while connected to a patient. There was no harm.

Manufacturer narrative:
No product will be returned per customer. No investigation was performed. The customer complaint of texium tubing leaking could not be confirmed due to the product was not returned for failure investigation. The root cause was not identified as no product was returned.